Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient states they took a fall the first week of june and has been having trouble ever since. Patient is in a lot of pain and does not know how to get a hold of a doctor to take care of the pain. Patient states the pain is where the stimulator is and it is causing a spasm. Agent asked if patient has considered shutting off the implant to see if that makes any difference and patient states her husband and they talked about that a while ago and they think that is what they is going to do to stop the pain because the pain is tremendous and gets so bad they can't always stand up. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.